Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received after filing a cartridge with 300 units of insulin. Tandem technical support guided the customer through successfully loading the existing cartridge onto the pump. Customer's blood glucose level was 130 mg/dl.